Event description:
The hosp reported that during the coronary artery bypass graft surgery, the seal did not unravel in the middle of the seal during the removal process from a havily calcified aorrta. The anastomosis was damaged and the surgeon had to sew two stitches to repair the damaged area. No additional pt complications were reported by the hosp.